Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system impedance showed irregular out-of-range measurements of over 400 ohms. Troubleshooting was performed, provocative maneuvers showed no noise and x-rays no observable anomalies of the s-ICD or electrode. Technical services believed there was a potential loose setscrew of the electrode rather than an integrity issue due to the troubleshooting results. It was recommended to consider a replacement of the electrode. Subsequently, this s-ICD was replaced, and the electrode was left in service since the initial symptoms were pointing to connection rather than electrode fracture. During the replacement, fibrous tissue was noticed inside the header port, which was consider by the explanting physician the reason for the high system impedance measurements. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was put through and passed the returned products test, which involves a series of automated diagnostic testing that verifies the performance of sensing, shocking and recording functions of the device commensurate with battery voltage. The device operated appropriately, according to its performance specifications. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system impedance showed irregular out-of-range measurements of over 400 ohms. Troubleshooting was performed, provocative maneuvers showed no noise and x-rays no observable anomalies of the s-ICD or electrode. Technical services believed there was a potential loose setscrew of the electrode rather than an integrity issue due to the troubleshooting results. It was recommended to consider a replacement of the electrode. Subsequently, this s-ICD was replaced, and the electrode was left in service since the initial symptoms were pointing to connection rather than electrode fracture. During the replacement, fibrous tissue was noticed inside the header port, which was consider by the explanting physician the reason for the high system impedance measurements. This s-ICD was returned for analysis and no additional adverse patient effects were reported.